Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual device will not be returned; results/conclusions: the actual device will not be returned. No product evaluation can be performed. Without the finished good lot number, it is not certain if there were any quality issues against the raw material suture or the lot. However, a record review was performed for the finished goods lots purchased during the past twenty months for this item. (B)(4) device history records were reviewed. There were no non conformances issued for these lot nor suture component lots. The product from these finished good lots and all of the components met surgical specialties requirements throughout the incoming, manufacturing and the final inspection processes. Dehiscence is a known risk with any suture material. The most probable root cause for post operative dehiscence can not be determined with certainty without reviewing the actual device involved or testing sterile samples from the same finished goods lot. (B)(4); item#: sxpd1b100 stratafix spiral pdo knotless tissue control device; CT-1 0 pdo 20cm, lot unknown.

Event description:
It was reported that the doctor performed a reoperation for a total knee arthroplasty, one day after completion of the surgery, because the suture site of the joint capsule on the knee had reopened. The procedure was completed using a vicryl suture. Ref. Pr complaint#: (B)(4).